Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2 e3- information unknown. Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that when the erbe or bovie electrosurgical generator was energized, the monitor goes black but recovered after the generator was de-energized. The customer mentioned that the issue occurred with all attempted scopes. Tac advised the customer to separate all associated cabling and to attempt powering the devices from a separate ac receptacle in the room. Tac advised the customer to introduce a medial grade isolation transformer into the ac path/circuit of the generators. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display intermittent image loss. There was no patient harm or user injury reported due to the event.